Manufacturer narrative:
Sample collection and/or centrifugation data are not available. The customer did not report any issues with the system checks or qc. Service not dispatched.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining higher than expected results last year for estradiol and progesterone four patients' that did not match their clinical status and were discordant to another methodology. The results were generated by access 2 immunoassay system. The results were reported out of the laboratory. The patients' samples were sent to a reference lab and tested with an alternate method and lower results were obtained which better matched the patients' clinical picture. Testing method not specified. Patient results have not been supplied to date. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.